Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿ and product concern.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth implants due to the patients concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g1, h6 device photo evaluation: visual analysis of the photographs identified: yellow particles on the surface of the shell; opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Additionally reported was "breast pain". The device has been explanted and replaced.